Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reamer adaptor (flexible shaft connector for use with jacobs chuck) would not lock itself onto the reamer shaft during surgery. It appears that it is missing the internal ring that hold the two together. There were no surgical delays and the procedure was completed successfully with no patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The subject devices were received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A service history review has been requested based on the recently obtained lot number.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: one flexible shaft connector for use with jacobs chuck, part number 351.16j, was received with the complaint category of missing component/feature. A service and repair history review and evaluation were performed for the returned device, lot number 2734405. The device was manufactured may, 2011. The repair technician confirmed the complaint condition of missing parts and determined that the device is not repairable. Per the technique guide, this assembly is part of the flexible reamer sets and used for fracture reduction if reaming of the medullary canal is desired for implantation of retrograde/antegrade femoral nails (r/afn), lateral femoral nails (lfn), and cannulated tibial nails. The device was received completely disassembled, including the set screw. The two pins were not received and the remaining device components show routine wear associated with normal use. Thus, the complaint condition is confirmed but cannot be replicated. It should be noted that the washer that was reported missing per the service and repair evaluation was found to be in the housing cap. A review of the current design drawings was performed. No drawing issues or discrepancies were noted and the design was found to be sufficient for its intended use. The assembly drawing does specifically call out that loctite 243 should be applied to the set screw, and upon close inspection, residual traces are apparent in the threads of the set screw. Therefore, the received device meets the drawing specifications. The complaint condition was determined to not be the result of a design deficiency. It is probable that sterile processing technicians disassembled the device for cleaning/reprocessing and this may have led to the complaint condition. While loctite 243 is required for the application via the part drawings, it is clear that the screw was able to be removed. It is likely that the device was reassembled incorrectly, omitting the pins, which would keep the device from properly connecting to the flexible shaft. Thus, although it cannot be definitively determined without additional information regarding the method of use and maintenance, it is likely that improper maintenance of the device led to this complaint condition. The complaint condition is confirmed as the device was received disassembled, including the set screw, with the two pins missing. The design was found to be sufficient for its intended use when used and maintained as recommended and the risk analysis adequately addresses the complaint condition. Although it cannot be definitively determined without additional information regarding the method of use and maintenance, it is likely that improper maintenance of the device led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history maintenance review was performed. The investigation of the complaint articles indicates that the: service history review: lot #2734405 (updated) no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 16-may-2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional evaluation was conducted. The report indicates that the customer reported the reamer adapter would not lock onto the reamer shaft. The repair technician reported the chuck washer and both chuck pins were missing. Missing parts is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 3-feb-2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.